Event description:
A customer contacted (B)(4) regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during use. Home patient (hp) disconnected in dwell cycle then reconnected and hc is now alarming in drain 3/4. The technical service representative (tsr) explained the alarm and assisted the hp to clear the alarm by turning the hc off/on. Now there was a system error 2367. Tsr turned hc off/on and hc is back to press go to start. Hp will call the nurse and finish with manual bag. Proper procedures per the user manual were reviewed with the hp. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Proper procedures per the user manual were reviewed with the caller. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.